Event description:
Berlin heart was notified on (B)(6) 2022, that on (B)(6) 2022, the patient exhibited left-sided weakness, and asymmetry of the face. A head CT and cta of the head and neck were obtained, showing a rmca embolic stroke. The patient underwent at a successful thrombectomy and is recovering in the ICU. The site reported that the patient is moving all extremities and has had a full neurological recovery. The site also reported that at the time of the event, thrombin was noted in the metal connector on the outflow 6-9 connecting set. Two pump "clean-outs" were performed to remove the fibrin. The ecxor blood pump continued to function as expected, with complete filling and emptying

Manufacturer narrative:
The lvad pump where the deposits were seen (B)(4), was in use for 32 days at the time of the event (from (B)(6) 2022 to (B)(6) 2022). We have reviewed the production records of the excor blood pump, s/n (B)(4), this pump was produced according to our specification. The patient returned to neurological baseline following the thrombectomy, thus the ae was resolved at the time of reporting.